Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that a transistor was defective. Conclusion: confirmed the reported event, there was a defective transistor.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; there was no ventricle output. Main pcb (printed circuit board) assembly was found out of electrical specification. Analysis also found four case screws and four boss holes in lower case were contaminated. It was noted the keyboard window still had the protective film on it. (B)(4).

Event description:
It was reported that the external pulse generator (epg) did not have output from the ventricular channel. The epg was returned for repair. No patient complications have been reported as a result of this event.